Event description:
Variax distal radius screw head stripping. Rep reported that event resolved by "screw removed and replaced." Had to use screw removal set to get screw out surgical delay approx. 60 minutes.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.